Event description:
This cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedance measurements on this left ventricular (lv) lead. The physician stated it is planned to continue to monitor. No adverse patient effects were reported.